Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and absorbable straps were used to fixate mesh. The patient experienced post operative bleeding. The patient underwent a re-operation and hospitalization. The surgeon opines that the bleeding occurred due to the shape of the absorbable straps which may cause more bleeding if they lightly touch a vessel by mistake.